Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip "tear dropped" case completed with another clip applier. There were no patient consequences reported.